Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was seen in the hospital. The device emitted beeping tones and high out of range rv pacing impedance measurements greater than 2,000 ohms were observed. The remote monitoring alert trigger was increased and the patient planned to follow up with a local electrophysiologist on an unknown date in the future. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.